Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched. Fse replaced the valve assembly #26 to resolve the issues. Diminished or impaired valve function has the potential to impact results. There have been no further issues reported. (B)(4).

Event description:
Customer reported erroneous results generated by the au680 clinical chemistry analyzer for multiple patient samples. The results were reported out of the laboratory. There was no report of medical intervention or change of treatment associated with this event. Customer stated that control (qc) recovery demonstrated erratic recovery on multiple assays as well. Customer stated qc for lipase, glucose, blood urea nitrogen (bun), creatinine, and uric acid were out of established range low and qc for phosphorus had recovered out of established range high. The customer provided no indication of result flagging or analyzer alarms for this event. Amended reports were issued.